Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the clear one way valve just past the access port on an IV tubing that was mated to the patient's cvl. The tubing was replaced and there was no patient harm.